Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pci procedure one onyx frontier coronary drug eluting stent dislodged from its balloon. Another balloon was positioned within the stent and the stent was deployed. The patient expired on the same day.

Manufacturer narrative:
Additional information: the lesion being treated was severely tortuous, with mild to moderate calcification and 90% stenosis in the ostium of the circumflex (cx) artery. The device was inspected with issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. The stent stripped off at the ostium while it was being delivered to obtuse marginal (om). The ostium was not severely diseased, but there was difficulty delivering the stent and then it dislodged from the balloon. Another smaller balloon was positioned within the stent, reinflated, and the stent was deployed. The patient suffered from a myocardial infarction. The patient expired during the procedure. A. Patient information b2 date of event/death b7. Relevant history d6a. Implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.